Event description:
While trying to administer a vitamin k injection, the needle bent 90 degrees without piercing the infant's skin. Medication not delivered until replacement syringe and needle provided.